Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to ketones and high blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer was at 76 mg/dl before the call. The customer experienced symptoms such as feeling shaky. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer did not provide further details as they were hospitalized. Customer inquired about carb ratios and sensitivity factors. The customer also had questions about the infusion set recall due to possible over delivery issues. The insulin pump will not be returned for analysis.